Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device after a percutaneous coronary interventional procedure. Reportedly, as the device was being advanced, a hematoma was observed. The guide wire was reinserted and the device was removed. The 6f sheath was inserted and an angiogram showed continued bleeding. The same experience occurred when the sheath was upsized to 7f. An 8f sheath was used and manual arterial compression was applied. A femoral angiogram showed that the sheath (8f) was kinked. A second 8f sheath was used and bleeding stopped. Deployment of a second proglide was attempted, but as the device was being advanced bleeding occurred. A guide wire was reinserted and the proglide device was removed. The physician inserted a stent and a 12mm balloon in the target groin (left common femoral artery) through an access site in the right common femoral artery and the bleeding stopped. During surgical repair of the arteriotomy in the left common femoral artery a 5f hole was observed on the side wall of the artery. The surgeon stated that the perclose proglide device did not cause the 5f hole and that it might have been caused by a feeder vessel. Hemostasis was achieved surgically. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. In this case, there was no reported product deficiency. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all relevant additional information. The second perclose proglide mentioned is being filed under a separate manufacturer report number.